Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the other was embedded in my uterus wall'), device dislocation ('migration'), device expulsion ('one had migrate to my cervix') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. B02265) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, life threatening and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), perfume sensitivity ("perfume sensitivity"), rheumatoid arthritis (seriousness criterion disability), back pain ("back pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), allergy to metals ("allergy to metals"), pain in jaw ("pain in jaw"), abdominal pain upper ("abdominal pain upper"), spinal stenosis ("spinal stenosis"), intervertebral disc degeneration ("intervertebral disc degeneration"), mixed connective tissue disease ("mixed connective tissue disease"), gluten sensitivity ("gluten sensitivity"), milk allergy ("milk allergy"), dust allergy ("dust allergy") and seasonal allergy ("seasonal allergy"), was found to have weight increased ("weight gain") and quality of life decreased ("quality of life decreased") and underwent cholecystectomy ("cholecystectomy"). The patient was treated with surgery (hysterectomy and hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device expulsion, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, visual impairment, weight increased, perfume sensitivity, rheumatoid arthritis, back pain, abdominal pain, uterine pain, allergy to metals, pain in jaw, abdominal pain upper, spinal stenosis, intervertebral disc degeneration, cholecystectomy, mixed connective tissue disease, quality of life decreased, gluten sensitivity, milk allergy, dust allergy and seasonal allergy outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, cholecystectomy, cystitis, dermatitis allergic, device dislocation, device expulsion, dust allergy, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gluten sensitivity, intervertebral disc degeneration, menorrhagia, milk allergy, mixed connective tissue disease, pain in jaw, perfume sensitivity, psychological trauma, quality of life decreased, rheumatoid arthritis, seasonal allergy, spinal stenosis, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Lot number: b02265 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the other was embedded in my uterus wall'), device dislocation ('migration'), device expulsion ('one had migrate to my cervix') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. B02265) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, life threatening and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), perfume sensitivity ("perfume sensitivity"), rheumatoid arthritis (seriousness criterion disability), back pain ("back pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), allergy to metals ("allergy to metals"), pain in jaw ("pain in jaw"), abdominal pain upper ("abdominal pain upper"), spinal stenosis ("spinal stenosis"), intervertebral disc degeneration ("intervertebral disc degeneration"), mixed connective tissue disease ("mixed connective tissue disease"), gluten sensitivity ("gluten sensitivity"), milk allergy ("milk allergy"), dust allergy ("dust allergy") and seasonal allergy ("seasonal allergy"), was found to have weight increased ("weight gain") and quality of life decreased ("quality of life decreased") and underwent cholecystectomy ("cholecystectomy"). The patient was treated with surgery (hysterectomy and hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device expulsion, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, visual impairment, weight increased, perfume sensitivity, rheumatoid arthritis, back pain, abdominal pain, uterine pain, allergy to metals, pain in jaw, abdominal pain upper, spinal stenosis, intervertebral disc degeneration, cholecystectomy, mixed connective tissue disease, quality of life decreased, gluten sensitivity, milk allergy, dust allergy and seasonal allergy outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, cholecystectomy, cystitis, dermatitis allergic, device dislocation, device expulsion, dust allergy, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gluten sensitivity, intervertebral disc degeneration, menorrhagia, milk allergy, mixed connective tissue disease, pain in jaw, perfume sensitivity, psychological trauma, quality of life decreased, rheumatoid arthritis, seasonal allergy, spinal stenosis, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Amendment: the report was amended for the following reason: lot number and FDA reference number added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the other was embedded in my uterus wall'), device dislocation ('migration'), device expulsion ('one had migrate to my cervix') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, life threatening and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), perfume sensitivity ("perfume sensitivity"), rheumatoid arthritis (seriousness criterion disability), back pain ("back pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), allergy to metals ("allergy to metals"), pain in jaw ("pain in jaw"), abdominal pain upper ("abdominal pain upper"), spinal stenosis ("spinal stenosis"), intervertebral disc degeneration ("intervertebral disc degeneration"), mixed connective tissue disease ("mixed connective tissue disease"), gluten sensitivity ("gluten sensitivity"), milk allergy ("milk allergy"), dust allergy ("dust allergy") and seasonal allergy ("seasonal allergy"), was found to have weight increased ("weight gain") and quality of life decreased ("quality of life decreased") and underwent cholecystectomy ("cholecystectomy"). The patient was treated with surgery (hysterectomy and hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device expulsion, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, visual impairment, weight increased, perfume sensitivity, rheumatoid arthritis, back pain, abdominal pain, uterine pain, allergy to metals, pain in jaw, abdominal pain upper, spinal stenosis, intervertebral disc degeneration, cholecystectomy, mixed connective tissue disease, quality of life decreased, gluten sensitivity, milk allergy, dust allergy and seasonal allergy outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, cholecystectomy, cystitis, dermatitis allergic, device dislocation, device expulsion, dust allergy, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gluten sensitivity, intervertebral disc degeneration, menorrhagia, milk allergy, mixed connective tissue disease, pain in jaw, perfume sensitivity, psychological trauma, quality of life decreased, rheumatoid arthritis, seasonal allergy, spinal stenosis, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-feb-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4)((B)(4)) and (B)(4) ((B)(4)) are duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4).events added- embedded device, device expulsion, rheumatoid arthritis, back pain, abdominal pain, uterine pain, allergy to metals, pain in jaw, abdominal pain upper, spinal stenosis, intervertebral disc degeneration, cholecystectomy, mixed connective tissue disease, quality of life decreased, gluten sensitivity, milk allergy, dust allergy, seasonal allergy, perfume sensitivity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder (" urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, visual impairment and weight increased outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury were updated apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, psych injury, migration, bladder probs., urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hair loss, vision problems, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.